Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached elective replacement indicator (eri). Boston scientific technical services (ts) confirmed was assessed and stated one year remaining. The device will be removed and sent for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that pacemaker was already explanted. No additional adverse patient effects were reported.